Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels had dropped to 40 mg/dl while wearing the pod between 4 and 24 hours. The patient reports having a stroke. Once at the hospital the patient was treated with intravenous fluids as well as something with sugar. The patient was med flighted to another hospital. The patient is unaware of their treatment at the second hospital. The patient was discharged from the hospital the following day.